Event description:
It was reported that prior to a coronary stent procedure, the stent appeared to have moved on the delivery device during prep. Another stent was used to complete the procedure. No pt injuries or complications occurred.